Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed noise and oversensing that was discovered during a routine review of the patient's remote home monitoring transmission. The oversensing lead to pacing inhibition of an unknown duration. The health care professional (hcp) reported that when the patient was last seen in clinic, noise had been present. The pacer-dependant patient was reported to have been symptomatic. The physician was to see the patient at a later date for a revision procedure. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained indicating that there was pacing inhibition that lead to greater than 2 seconds of asystole. This patient underwent a revision procedure that the lead was surgically abandoned in the patient.